Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4592-45, lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that years after implant the implantable pulse generator (ipg) had migrated into the patient's mid axillary region (arm pit). During the procedure to revise the pocket the physician decided to change out the device. No patient complications have been reported as a result of this event.